Event description:
It was reported that during device change due to normal eri, an insulation anomaly was observed via fluoroscopy. During dft testing on new ICD, when the charge was delivered, a pop was heard. The shock did not convert the vf and the patient had to be rescued externally. The lead and ICD were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasions were found at 11.2-13.3cm and 30.8-33.8cm from the distal tip. The re and svc conductors were visible but etfe coating was intact at these locations. External insulation abrasions were found at 14.0-14.3cm and 21.9cm-22.7cm from the pin, consistent with lead friction to the ICD can. The etfe coating on re and rv conductors were abraded at these locations. This could have contributed to the new ICD damage reported.